Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side "implant rupture". Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side "implant rupture". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Clarification to b3 and b6: the date of occurrence and resonance imaging were reported for the contralateral side of the record. The left side event date of occurrence and diagnostics have not been provided.

Event description:
Healthcare professional reported left side "implant rupture". Device has been explanted and replaced with non-allergan device.